Event description:
Information was received from a manufacturer's representative (rep) regarding an external device.  The reason for call was caller reported that sometime in february they began to notice that the relay box of their recharger was becoming warmer than usual. Caller stated that the issues have worsened over time and now the paddle is becoming hot. Caller also stated that while charging their ins, the duration in which it takes to charge their ins has increased from 35 minutes to about an hour. Tss reviewed information and sent an email to repair to replace the recharger.

Manufacturer narrative:
Continuation of d10: product ID 97755-s, serial# (B)(6), product type recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (b)(6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97755-s lot# serial# (B)(6) product type recharger h3: analysis of the recharger (product ID 97755-s lot# serial# (B)(6) found it never got hot after running it for 10 mins. The white arrow had rubbed off the connector and the strain relief was unbonded, however this does not impact the functionality of the recharger. The recharger passed the final functional test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.